Manufacturer narrative:
Method - device not returned, f/u with rep.

Event description:
It was reported that a post market clinical study pt with prostate cancer underwent a kyphoplasty procedure on levels t5 and t6. One day postoperatively, an x-ray revealed cement extravasation lateral anterior to level t6 and anterior to level t7. There were no pt complications. No add'l info was reported.